Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) was in dwell 2, during therapy on a home choice (hc), and he noticed the heater bag had disconnected from the heater line. The hp requested assistance with opening the cassette door so that he could start over with new supplies. The technical service representative (tsr) assisted the hp as requested and told the hp to inform the registered nurse (rn) of the disconnection. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint for this connection issue complaint is not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.